Event description:
It was reported submitted log files captured low flow alarm events on 27apr2025 and 30apr2025. The patient had gastrointestinal bleeding (gib) and was asymptomatic at times of alarms per their vital sign score (vss). The source of bleeds was found but the patient likely would have reoccurrences. The patient received packed red blood cells (prbcs). Bleeding was resolved with two hemostatic clips and cauterization.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow events; however, a specific cause could not be conclusively determined. The submitted log file contained events from 22apr2025 through 01may2025. Two low flow events were captured on 27apr2025 and 30apr2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.